Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The manufacturer's service engineer (se) evaluated the device and confirmed the reported issue. The se found that the device would need a new power switch overlay. The se replaced the power switch overlay to resolve the reported issue. The se also replaced as part pm the unit's blower assembly., lithium-ion battery, cooling fan, oxygen filter, tubing kit, air inlet filter and cooling fan filter. The device passed all testing. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported that the light emitting diode (led) indicator was faulty. There was no patient involvement at the time the issue was discovered.